Event description:
During a procedure to implant a neurostimulation system for dorsal root ganglion (drg) stimulation, the physician was unable to advance a lead through the sheath into the target location. The physician was able to implant another lead as well as an implantable neurostimulator (ins). Further surgical intervention was undertaken on (B)(6) 2017 where an additional lead was implanted and the patient reported receiving effective therapy.